Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortous and moderately calcified vessel. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm. Furthermore, the pressure of indeflator decreased to around 20 seconds. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortous and moderately calcified vessel. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm. Furthermore, the pressure of indeflator decreased to around 20 seconds. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure, but the investigator will still unable to inflate the device. A microscopic examination identified a balloon longitudinal tear beginning approximately 1mm distal to the distal edge of the proximal markerband and extending approximately 2mm distally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.